Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the actual sample had been fractured at the distal end. The total length of the actual sample was measured and was found to be missing approximately 15mm. Magnifying and electron microscopic inspections of the fracture revealed that the urethane layer had become thinner towards the fractured end with the generation of some cracks and creases on its surface. The core wire was found to have broken through the urethane layer, exposing itself on the lateral side of the urethane layer. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The kink resistance was determined on the undamaged segment and confirmed to meet manufacturer specification. The urethane outer layer was removed around the fracture for electron microscopic inspection of the distal end of the core wire. The core wire was found to have been fractured with the surface of the fracture cross-section presenting a rough state. When viewed from the lateral side, the core wire was found to have been curved toward the fracture end. The outside diameter of the core wire was measured on the undamaged segment adjacent to the fracture and confirmed to meet manufacturer specification. Functional testing was conducted. A product sample was subjected to a pulling force in the state of being formed into a loop shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. The state of the fracture was observed to be very similar to that of the actual sample. Since the lot number was not provided by the user facility, a review of production or complaint records was not possible. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the distal end of the actual device was trapped potentially by a stenosed lesion and could not be advanced any farther resulting in the reported fracture at the distal segment. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture during the use of the rf gw device. Follow up communication with the user facility confirmed the following information: during the treatment of the ptgbd-placed patient, following the route, the physician tried to approach the common bile duct via the cystic duct in order to implement the wire- rendezvous with the involved endoscope; the actual sample, however, did not reach the common bile duct; while the physician was manipulating the wire for approximately 20 minutes, he noticed under fluoroscopy that the distal segment of the actual sample became stuck and fractured; the cystic duct had a spiral shape and to cross it, the physician continued rotating the actual sample; the fractured segment was left in the cystic duct and it is impossible to retrieve it percutaneously; it was reported that the patient is stable and is now under follow up.